Event description:
Kimberly-clark partners in quality received a medwatch form reporting an incident whereby a patient's mouth was being swabbed by a nurse using a dentaswab stick swab when the sponge came off of the stick applicator and was swallowed by the patient. Ems was called to the home and the patient was taken to the emergency room where the sponge was extracted from the patient's throat by suction catheter and with an alligator clamp. No additional information was provided.

Manufacturer narrative:
Upon receipt of the report, an investigation was undertaken to uncover the root cause for the product malfunction. As the defective product was not returned nor were photos provided. The investigation was based on information relevant to the lot number cited on the medwatch form. A review of the device history record indicated that the device was manufactured under specifications and nothing unusual was reported with respect to product manufacture.